Event description:
The patient was being prepared for ground transportation via ambulance and was being supported by an impact 754 portable ventilator for approximately 30 minutes while in the hospital when the ventilator was reported to give an alarm indicating that the tidal volume set does not meet the tidal volume delivered. The patient was switched to manual ventilation while transferring to the ambulance. The device was reset and the patient placed back on the ventilator. The vent functioned without alarm for approximately 10 minutes then the same alarm sounded. Ventilator adjustments were attempted until the patient became agitated when the device was removed and manual ventilation was administered for the remainder of the 2 hour transport. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, it was reported that the unexpected behavior of the ventilator caused the need to use manual back-up ventilation. This event is being submitted as a serious injury event because the use of manual ventilation was necessary to preclude permanent impairment or damage due to the device incident.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem could not be duplicated (all parameters were within specification after input, burn-in, output and several days of vibration testing). Extensive analysis of the event with impact's field and internal technical staff found only that site training may have contributed to this event. The service history of the device indicates at least 4 prior returns of the unit to impact where the reported alarm or failure could not be confirmed. Impact's field staff administered additional training via phone to the site's technical staff specific to the faults reported. The unit was returned to the end use after it tested within specification.